Event description:
During device check, customer reported the thermogard xp ivtm system (sn tgxp10896r) displayed a sudden black screen. No patient involvement.

Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system (sn tgxp) displayed a sudden black screen" was confirmed during the review of the event logs but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. Based on the event log, the possible root cause for the intermittent black screen could be due to a defective power source or the intermittent functioning of the power supply. During visual inspection of the thermogard console, no physical damage was observed. During the review of the event logs, there was a mid:14 (bg power supply) error message recorded on the event date. The error message is related to the system ac/dc power supply. A possible root cause is an unstable power source or power cable condition. Further review of event log was performed and showed a mid:16 (software) error message recorded on the event date. The error reflects the system detecting an error in its software execution. In the case of the irq interrupt, it can indicate that the rtc watchdog fired off and caused a software reboot. A reboot is captured by startup processing. Both error messages confirm the customer complaint that the console displayed an intermittent black screen. The possible root cause is the abnormal power supply operation from the mid: 14 message. The customer was recommended to connect the console with alternative power source and to replace a new console power cord which supplied from zoll. The thermogard xp ivtm system passed functional testing with no issues. The console performed within specification and did not display any error messages or anomalies during the entire extended run-in test process. The mid: 14 and mid: 16 errors which were observed in the event log were not replicated. No further remedy action will be taken. No service was required or performed. The issue was resolved by the customer. The thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.